Event description:
It was reported that an alarm 01 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Caller was instructed by technical support to load a new cartridge, and they successfully resumed insulin delivery.